Event description:
This unsolicited device case was received from united states on (B)(4) 2013 from a health care professional (other) via a company representative. This case concerns a male patient in his mid 70's who experienced a pseudoseptic reaction in both knees after receiving treatment with synvisc injection. No medical history, past drugs, concomitant medications or concurrent conditions were reported. On (B)(6) 2013, the pt initiated treatment with bilateral synvisc injection (route of administration, dosage regimen, batch/lot and expiration date unk) into knees for an unknown indication. On (B)(6) 2013, the pt experienced a pseudoseptic reaction in both knees. Action taken: unk. Corrective treatment: not reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. No further info was available to the company representative at the time of the call.

Manufacturer narrative:
(B)(6).